Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue, but after guidance from technical support, the customer successfully loaded a new cartridge onto the pump. The customer was able to resume insulin use without further issues.